Event description:
No injury or medical intervention alleged. The dealer stated that the irc5lx concentrator allegedly caught fire causing the tubing to burn. The user is allegedly a smoker and has the tubing.